Event description:
A month after having hip replacement surgery with a stryker hip implant, have started having trouble with it. Squeaking noise when walking, can't hardly stand up and in extreme pain.